Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. In this case, it appears that the IFU deviation caused or contributed to the reported difficulties.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a narrow and 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 3.5 x 18 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. The sds was removed and re-advanced, but the stent dislodged proximal to the target lesion and was deployed with the sds balloon where it dislodged. A new guide wire, balloon catheter and xience v sds were used to complete the procedure. No additional information was provided.